Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the door was not latching. The device was inspected and found that the handle retension screw was very loose. The screw was tightened and the issue resolved. The device was fully tested and returned to service. No further information was provided.